Manufacturer narrative:
The reported event was confirmed supplier related. Visual evaluation of the returned sample noted one unopened (with original packaging), all purpose catheter. Visual inspection of the sample noted foreign material on the shaft of the catheter. A potential root cause for this failure mode could be ¿defective / contaminated components from supplier¿. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: rubber utility catheter, x-ray opaque rubber. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter found this morning with what appears to be mold on it. Product was sealed and not been opened. Product was sealed and not been opened. They want to get this entire lot number pulled and replaced. This would also need to be reported out to FDA.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter found this morning with what appears to be mold on it. Product was sealed and not been opened. Product was sealed and not been opened. They want to get this entire lot number pulled and replaced. This would also need to be reported out to FDA.